Manufacturer narrative:
Pump received with blank display with constant tone due to moisture damage electronic assembly. No moisture damage found on the battery tube, vibrator and motor assembly. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a constant tone after being submerged in water. Blood glucose level at the time of the incident was 77 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.